Manufacturer narrative:
Patient identifier - (B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that upon completion of the case and just prior to the tr band being applied, it was noticed that the patient was starting to develop a small hematoma at the access site. It was then noted that the glidesheath slender was kinked at the hub. The tr band was applied and the sheath was removed. It was reported that the tegaderm was not used and the sheath did have movement during the catheter exchanges. The patient was reported to be stable with a small hematoma. The procedure outcome was successful. Additional information was received on 9/17/2018: the procedure being performed was left anterior descending (lad) coronary intervention. A medtronic guide was used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6fr glidesheath slender was received for product evaluation. No other components were received with the sheath. Visual inspection revealed that there was one notable kink present adjacent to the hub of the sheath. In the same area, there was damage indicative of torsional force since the deformation followed a spiral pattern. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely a twisting motion to the sheath hub causing the reported event. However, the exact cause of the reported event cannot be definitively determined.